Event description:
A customer indicated that an erroneous positive (+) result was generated from an icon 25 hcg for one patient's urine sample. The result was a very strong positive with good control or "c" line. Repeat qualitative testing of a same-patient serum sample produced a negative result. The erroneous result was reported out of the laboratory and it is unknown as to whether there was a death, serious injury or modification to patient treatment associated with this event. The customer did not provide information regarding control runs, sample collection/handling information or additional patient demographic information. The customer stated that human handling error was ruled out, and the test sample had been confirmed as belonging to the involved patient.

Manufacturer narrative:
Beckman coulter performed testing on retained devices and on the customer returned devices from the involved lot. The devices were tested with positive and negative urine controls, and a clinical negative serum sample. Retained devices were also tested with urine and serum calibrators at levels 25 miu/ml and 100 miu/ml. Devices were read at three minutes for the urine samples and five minutes for the serum samples. All retained and customer returned devices performed as expected. No irregularities were observed. The cause of the event is unknown.